Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by station is not purged files correctly. A field service engineer worked with technical service engineer to reimage the station and the issue resloved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a station error, database didn't open. The customer reported able to get medication from another station and there was a no delay in dispensing medication. There were no adverse events or injuries reported based on this incident.